Event description:
It was reported that the customer had a medical intervention on (B)(6) 2015 due low blood glucose level. The customer's blood glucose level at the time of the intervention was 68 mg/dl. The most current blood glucose level was 99 mg/dl. Paramedics were called to the customer's home while troubleshooting for high blood glucose level of 323 mg/dl. The customer states there were air bubbles in the tubing reservoir. Also the customer mentioned that he treated for the high blood glucose with a manual injection. Then the blood glucose began to drop rapidly leading to the intervention. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.